Event description:
Boston scientific received information that this implantable defibrillation lead exhibited increased pacing threshold measurements. Prior to a revision procedure, it was noted on fluoroscopy that the lead had perforated the lung. The pocket was reopened and the lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.